Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. As instructed by the company field service engineer (fse), the customer swapped the batteries overnight to isolate whether slot 1 is the problem (battery one on slot 2, battery 2 on slot 1). Upon reporting onsite, the fse observed that battery 1, had not charged passed two leds. Battery 2 was fully charged. The fse confirmed lack of charging on logs for battery 1. The fse then returned batteries to their correct slots. The fse ran unit on battery one. Battery 1 went up to 4 leds of charge, and after 15 minutes runtime, the battery registered two leds of charge. Both batteries failed runtime tests. The logs showed no other failures. Both batteries expire in october 2018. The fse replaced batteries along with cardiosave li-ion single battery transport. The fse ensured that the new batteries were charged and that the iabp was calibrated and passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. The full name of the initial reporter noted (B)(6).

Event description:
It was reported during daily routine checks by the customer, the cardiosave intra-aortic balloon pump (iabp) battery slot 1 was not charging past two leds. There was no patient involvement, thus no adverse event was reported.